Event description:
Supplemental correction report is being submitted following the FDA request received on 04 apr 2025 to submit a supplemental report omitting foreign language referenced in the original report. User opened the package, then advanced into endoscope working channel and installed, then adjusted the sheath length and determined the needle advancement length, and completed the first biopsy but found out the needle cannot be retracted into sheath. User changed to a new one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information received 19mar2025. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs,which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Pancreas 2. Please describe the size of the intended target site. 1.2x1.5cm 3. Was gaining access to the target site difficult? No 4. Was puncture of the targeted site difficult? No. 5. What is the scope manufacturer and model number that was used? Pentax eg-3270uk 1. Was the scope recently service/repaired? No. 2. Was the device used in a tortuous position? No., 3. Are images of the device or procedure available? No 4. Was the device damaged in packaging before removal? No 5. Was the device damaged on removal from packaging? No 6. Was force required to remove the device? No 12. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle retracted from endoscope 13. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. 14. If not with the device in question, how was the procedure performed and/or finished? With another same rpn device to complete the procedure. 15. Did the patient require any additional procedures as a result of this event? No 16. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a 17. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end(proximal end) or patient end (distal end))? Not answered 18. Was resistance felt while inserting the device through the scope? No 19. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 20. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Needle retracted from endoscope, during re-insert the needle 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 22. Was the stylet partially removed when advancing the needle into the target site? Yes 23. Was the syringe used during the procedure, after the stylet was removed? Yes 24. Was difficulty experienced while retracting the needle? No. 25. Was it possible to be fully retract before removing the needle from the patient? Yes 26. How many samples were obtained (passes completed) with this needle? 1 27. Did any section of the device detach inside the patient? No. 28. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 29. For procore needle, is the device damage located at the notch/core trap? Not answered.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. This supplemental correction report is being submitted following the FDA request received on 04 apr 2025 to submit a supplemental report correcting foreign language referenced in b5. Correction of b5 sent.

Event description:
User opened the package, then advanced into endoscope working channel and installed, then adjusted the sheath length and determined the needle advancement length, and completed the first biopsy but found out the needle cannot be retracted into sheath. User changed to a new one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information received 19mar2025. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Pancreas. 2. Please describe the size of the intended target site. 1.2x1.5cm 3. Was gaining access to the target site difficult? No. 4. Was puncture of the targeted site difficult? No. 5. What is the scope manufacturer and model number that was used? Pentax eg-3270uk. 1. Was the scope recently service/repaired? No. 2. Was the device used in a tortuous position? No. 3. Are images of the device or procedure available? No. 4. Was the device damaged in packaging before removal? No. 5. Was the device damaged on removal from packaging? No. . 6. Was force required to remove the device? No. 12. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle retracted from endoscope. 13. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. 14. If not with the device in question, how was the procedure performed and/or finished? With another same rpn device to complete the procedure. 15. Did the patient require any additional procedures as a result of this event? No. 16. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a. 17. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end(proximal end) or patient end (distal end))? Not answered. 18. Was resistance felt while inserting the device through the scope? No. 19. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 20. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Needle retracted from endoscope, during re-insert the needle. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 22. Was the stylet partially removed when advancing the needle into the target site? Yes. 23. Was the syringe used during the procedure, after the stylet was removed? Yes. 24. Was difficulty experienced while retracting the needle? No. 25. Was it possible to be fully retract before removing the needle from the patient? Yes. 26. How many samples were obtained (passes completed) with this needle? 1. 27. Did any section of the device detach inside the patient? No. 28. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 29. For procore needle, is the device damage located at the notch/core trap? Not answered.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 2 jun 2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2139409 of echo-25 was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2025. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined and no issue observed. Some biological matter observed on distal end of needle. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Stylet removed from device without issue. Stylet examined and no issue observed. Stylet re-inserted into device without issue. Needle removed from device and slight kink observed below sheath extender. The reported failure was not observed as clinical setting could not be replicated a query was raised to determine whether there was a retraction issue, as the description appears to contradict the responses to the additional questions. However, no response has been received despite three follow-up attempts. The investigation is currently proceeding based on the information provided in the event description and will be updated if any further details are received. Manufacturing records: prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-25 of lot number c2139409 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order c2139409. This was with cn-080780 which was from the same customer. The root cause for this complaint was as follows ¿a definitive root cause could not be determined. Possible root cause was determined and attributed to proximal needle kink which could have occurred during the procedure due to endoscope being in a flexed or twisted position as mentioned in the additional information. This in turn may have caused the needle retraction issue as per the complaint description.¿. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2139409. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. Possible root cause was determined and attributed to proximal needle kink which could have occurred during the procedure due to endoscope being in a flexed or twisted position as mentioned in the additional information. This in turn may have caused the needle retraction issue as per the complaint description. Additionally, it may also be possible that excessive biological matter present at the distal end of the needle may have caused difficulty during retraction. A CAPA (CAPA 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Summary: according to the customer, needle cannot be retracted into sheath. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. Possible root cause was determined and attributed to proximal needle kink which could have occurred during the procedure due to endoscope being in a flexed or twisted position as mentioned in the additional information. This in turn may have caused the needle retraction issue as per the complaint description. Complaints of this nature will continue to be monitored for similar events.